Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low peak inspiratory pressure and high rate alarms. The customer performed troubleshooting, but the issue was not resolved. The customer reported the airway pressure transducer failed calibration testing. The issue occurred during patient use; the customer reported there is no patient consequence associated with the event.